Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the nozzle being clogged with foreign material, the device evaluation findings were as follows: due to damage on the "right/left" knob, water tightness was lost, the grip had a scratch, the forceps channel port had a dent, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to the number of usage having reached a specific value, the scope ID parts were replaced, the scope connector cover unit had a scratch, the scope connector had a scratch, the sheet holder unit had corrosion due to water leakage, the plastic distal end cover had a chip and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. It is possible the foreign materials were not removed due to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera ii gastrointestinal videoscope had air/water feeding issues. The issue was found during a diagnostic gastroscopy procedure that was completed with the same device without delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material.